Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It was determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter and precision strips were reviewed, and the dhrs showed the freestyle precision neo meter and precision strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of january 31, 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was performed for the reported complaint and the freestyle precision neo meter. Although trips were observed, further investigation concluded that there were no confirmed complaints, no correction, interim actions, or corrective/preventive action was required at the time of investigation. A tripped trend review was performed for the reported complaint and the precision test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2017 a customer reported that his/her adc blood glucose meter turns on with the button, but not with a test strip. On (B)(6) 2017 the customer called back to report that they had not received a replacement meter and experienced a medical event. The customer stated that during the previous week ¿on tuesday or wednesday¿ (customer could not remember the specific date) he/she experienced symptoms of headache and fatigue. The customer presented to a health professional where a blood glucose measurement of 315 mg/dl was obtained. The customer was diagnosed with hyperglycemia and treated with an injection of insulin (10 units nph). No additional treatment was reported.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a customer reported that his/her adc blood glucose meter turns on with the button, but not with a test strip. On (B)(6) 2017 the customer called back to report that they had not received a replacement meter and experienced a medical event. The customer stated that during the previous week ¿on tuesday or wednesday¿ (customer could not remember the specific date) he/she experienced symptoms of headache and fatigue. The customer presented to a health professional where a blood glucose measurement of 315 mg/dl was obtained. The customer was diagnosed with hyperglycemia and treated with an injection of insulin (10 units nph). No additional treatment was reported.